Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 192 mg/dl. The customer stated that the sensor meter is displaying false low readings of 40. The customer was recommended to calibrate three to four times a day and to change the sensor. The customer was sent a new sensor. No further information was provided.